Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the set screw of the device was unable to be tightened onto the connector. The device was explanted and replaced to resolve the event and the patient's condition was stable.